Manufacturer narrative:
On 8/29/2018, mentor became aware that the correct date of implantation was (B)(6) 2009. Mentor also became aware that the patient experienced lactation disorder and neurological impairment. The following information was also received: it was reported that a 27-year old female patient who underwent breast augmentation revision procedure on (B)(6) 2009 with mentor gel devices began experiencing decline in health shortly after implantation. The patient reported the following: dry skin and hair, weight problems, poor sleep, vertigo, headaches/migraines, skin rashes (on chest, stomach, and breast area), ear ringing, heart palpitations, frequent urination, numbness/tingling, weight gain, cystic acne on face and breasts, sensations in upper and lower limbs, anxiety, depression, symptoms of auto-immune diseases such as hashimoto's, cold hands and feet, sore and pain in neck and shoulders and back, full body inflammation, compromised immune system, slow clearing of common colds, viral infections such as meningitis, and gastrointestinal and digestive issues. I would also like to note, immediately following original implant date of (B)(6) 1998, I began to lactate. I have had multiple visits to the ER and doctor offices. I have had test after test ran over the years trying to determine why I was experiencing all of the above. The above has been devastating to my personal life and professional life. After speaking with my ob and my functional medicine doctor I was determined my breast implants could be the cause of all the above symptoms I was experiencing. I explanted on (B)(6) 2018 and I am amazed at how wonderful I feel 90% of my symptoms noted above have subsided. I thought I was going to die. I was in so much pain and bedridden at times. Explanting saved my life". No product issue, such as rupture, was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline, catalog: 3502325, lot: 5907255 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation on (B)(6) 1998 developed symptoms the same year as implantation. The patient reported that she had breast discharge from day 1 of implantation that she reported as lactation. It continued until explantation. The patient also reported fatigue, weight gain, hashimoto's thyroiditis, fibromyalgia, headaches, rashes on chest, stomach, and breast area, cystic acne on face and breast, back pain, trouble sleeping, frequent urination, anxiety, hair loss, dry skin and hair, vertigo, depression, inflammation of the entire body, compromised immune system, dizziness, heart palpitations, memory loss, brain fog, and ringing in her ears. The patient underwent explantation of the devices on 6/19/2018. The patient reported that most of the symptoms have subsided since removal of implants. The FDA approved saline-filled breast implants for breast augmentation in women age 18. This implantation was against FDA guidelines and the patient was underage. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Mentor became aware that product problem was erroneously selected in the initial report sent on 8/15/2018. There was no device issue reported. Mentor became aware that the following fields were erroneously left blank in the follow up report sent on 9/14/2018: patient age at the time of event and date of event. The proper answers have been provided. Manufacturer¿s reference number: (B)(4).